Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a proximal insulation abrasion at 44.1 cm from the connector pin due to friction with another implanted device. This damage would cause the reported rise in threshold. Coil continuity was normal.

Event description:
It was reported that the lead exhibited a rise in threshold. The lead was explanted and replaced.